Event description:
A report was received that the trial patient was experiencing headache whether the stimulation is on or off. The physician believes it may be dural puncture (procedure related). The patient's leads were pulled and was given a blood patch. The patient was reportedly doing well following the procedure and had a successful trial.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.